Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the lead dislodged causing intermittent loss of capture, high thresholds and an impedance change of 200 ohms. The lead was repositioned and remains implanted. Should additional information be received, this file will be updated.